Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a solid white display. It was also reported that the customer was hospitalized due to being overseas and getting sick. The insulin pump also failed a self-test during the vibrate part. The customer's blood glucose was unknown. The customer was advised to discontinue the use of pump and revert to back up plan. The customer was advised that the pump will need to be replaced. The customer will return the insulin pump for analysis.

Manufacturer narrative:
Insulin pump received with missing retainer, missing reservoir tube o-ring and broken reservoir tube lip. Pump passed the self test, sleep current measurement, active current measurement, self test, rewind test, prime/seating test, basic occlusion test and force sensor test. All currents within spec range. No unexpected low battery life or low battery alert noted during testing. No solid white/missing segments or partial display noted during the testing. No unexpected audio anomaly or unexpected low reservoir alarm noted during the testing. The test reservoir does not lock in place and unable to perform the displacement test and occlusion test due to missing retainer, missing reservoir tube o-ring and broken reservoir tube lip.